Manufacturer narrative:
The reported event of ineffective therapy was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01065, 1627487-2023-01067. It was reported the patient experienced discomfort at the ipg site and ineffective stimulation. Surgical intervention took place wherein the system was explanted.